Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. E1: phone number = (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during treatment of postpartum hemorrhage (pph), the 'cook bakri postpartum balloon with rapid instillation components' ruptured. As reported, the patient underwent a lower uterine segment cesarean section for intrauterine fetal demise. Following removal of the stillborn fetus, uterine atony was observed. Interventions included: oxytocin (20 units, IV), carbetocin (100ug, IV-bolus) and tranexamic acid (1g, IV). Reportedly despite pharmocologic therapy, uterine contractility remained inadequate and significant hemorrhage was noted from the placental abruption site. Additional interventions included: oxytocin (20 units, IV), normal saline (500 ml, IV) and surgical reinforcement with continuous suturing of the uterine incision margin using 0/1 absorbable suture thread, including figure-eight reinforcement for minor oozing, as there is no active bleeding at the incision site. The user then placed the balloon and inflated with 200ml of normal saline. However, the balloon ruptured and was removed. The procedure was completed successfully with another balloon. Reportedly, the cumulative blood loss was 1800ml and the patient was transfused with 4 units of packed red blood cells (prbcs) (b+), 600 ml of fresh frozen plasma and 10 units of cryoprecipitate.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Corrected information: d9, h3 (not returned to the manufacturer). Investigation ¿ evaluation. As reported, during treatment of postpartum hemorrhage (pph), the 'cook bakri postpartum balloon with rapid instillation components' ruptured. As reported, the patient underwent a lower uterine segment cesarean section for intrauterine fetal demise. Following removal of the stillborn fetus, uterine atony was observed. Interventions included: oxytocin (B)(4) units, IV), carbetocin (100ug, IV-bolus) and tranexamic acid (1g, IV). Reportedly despite pharmocologic therapy, uterine contractility remained inadequate and significant hemorrhage was noted from the placental abruption site. Additional interventions included: oxytocin (B)(4) units, IV), normal saline (500 ml, IV) and surgical reinforcement with continuous suturing of the uterine incision margin using 0/1 absorbable suture thread, including figure-eight reinforcement for minor oozing, as there is no active bleeding at the incision site. The user then placed the balloon and inflated with 200ml of normal saline. However, the balloon ruptured and was removed. The procedure was completed successfully with another balloon. Reportedly, the cumulative blood loss was 1800ml and the patient was transfused with (B)(4) units of packed red blood cells (prbcs) (b+), 600 ml of fresh frozen plasma and (B)(4) units of cryoprecipitate. Reviews of documentation including the quality control (qc) procedures, and instructions for use (IFU), were conducted during the investigation. The complaint device was not returned to cook for evaluation. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. Cook could not complete a review of the device history record (DHR) due to lack of lot information from the user facility. Cook could not complete a complaint history database search of other complaints associated with the complaint device lot number due to lack of lot information from the user facility. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device contains the following in relation to the reported failure mode: how supplied "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the available information, no product returned, and the results of the investigation, cook has concluded that the nature and cause of the issue could not be determined. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.